Event description:
It was reported that this implantable pacemaker intrinsic amplitude is out of range on the right atrial (ra) lead. The presenting electrogram (egm) showed undersensing. The atrial threshold cannot be assessed remotely due to the automatic measurements are programmed off and the last in-clinic check earlier this month notes as failed. The last successful manual atrial threshold test was 3.1v (volts) at 0.4ms (milliseconds) with a fixed output at 2v at 0.4ms. Further review of atrial lead parameters was recommended. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker intrinsic amplitude is out of range on the right atrial (ra) lead. The presenting electrogram (egm) showed undersensing. The atrial threshold cannot be assessed remotely due to the automatic measurements are programmed off and the last in-clinic check earlier this month notes as failed. The last successful manual atrial threshold test was 3.1v (volts) at 0.4ms (milliseconds) with a fixed output at 2v at 0.4ms. Further review of atrial lead parameters was recommended. At this time, the device remains in service. No adverse patient effects were reported. Received additional information the intrinsic amplitude continues to be out of range on the ra lead. The presenting egm shows complete undersensing of atrial signals and atrial capture cannot be confirmed. The current atrial sensitivity is programmed to maximum setting at 0.15mv (milllivolts) automatic gain control (agc). Further lead assessment was recommended. At this time, the device and lead remain in service. No adverse patient effects were reported.